Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm occurred during dwell two. The patient was connected. During troubleshooting, it was discovered that a supply bag had disconnected without falling. The technical service representative assisted the patient to end therapy and advised to setup again with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a bag disconnecting without falling during therapy is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.